Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/18/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Other company¿s devices were used during this study: baylis nrg needle, st. Jude medical 8.5 french sl1. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) female patient underwent an afib. Ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, cardiac tamponade was confirmed via intracardiac echocardiogram. Patient was required hospitalization due to underlying patient condition. The patient received anti-coagulation during the procedure with acts maintained between 300-350 seconds. Patient was reported to be in stable condition at the time of complaint report. There were no error messages observed on any biosense webster equipment during the procedure. Physician's opinion regarding the cause of this adverse event is that it was related to patient condition and not related to biosense webster products. Overall ablation time at the site of injury was 30 minutes and 39 seconds. Trans-septal puncture was performed with a baylis nrg needle. Sheath used was st. Jude medical 8.5 french sl1. Irrigated catheter flow set at 17 ml/min during ablation. Generator settings: power control mode 25 watts, impedance maximum cut-off 200 ohms, temperature maximum cut-off 45 degrees celsius.

Manufacturer narrative:
(B)(4). It was reported that during an afib case, a pericardial effusion was noticed. Caller reported there were no visible signs on the patient. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.